Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's mother that a (B)(6)-year-old daughter faced a bent cannula issue, and the symptoms/ issue were noticed within three hours of insertion. The infusion set had been used for two and a half hours. Her highest blood glucose level was reported as 600-700 mg/dl and had high ketones which they tried to treat with a multiple daily injection. On (B)(6) 2021, she was first taken to the emergency room and was subsequently hospitalized. Further, she stayed for less than a day in the emergency room as she experienced diabetic ketoacidosis from a kinked cannula and her health care professional assessed the ketone level as dangerous/ life threatening. During hospitalization, she was administered fluids of saline, insulin, 50/50 insulin and glucose and an unspecified medication intravenously (drug name unknown) which resolved the issue. On (B)(6) 2021, she was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.